Event description:
Information was received indicating that a smiths medical pump presented with an air in line alarm. There was no reported adverse events. No patient present.

Manufacturer narrative:
Other, other text: returned device was received in fair physical condition but a cracked housing. No evidence of reported problem in event log was found. During the evaluation of the device, an air in line alarm kept displaying. The air detector was replaced and the issue was resolved. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.